Event description:
Upon return of the external devices, analysis found the connector pins of the desktop charger were broken, and were replaced. The complaint on the recharger could not be verified. No issues were found during bench testing. Additionally, there were no issues with communication or charging an implantable neurostimulator (ins) or the recharger.

Manufacturer narrative:
Concomitant products: product ID: 37754, serial# (B)(4), implanted: (B)(6) 2013, product type: recharger. Product ID: 3 7761, serial# unknown, product type: recharger. Product ID: 37754, serial# (B)(4), implanted: (B)(6) 2013, product type: recharger. Product ID: 37761, serial# unknown, product type: recharger.(B)(4).

Event description:
Additional information received reported that as the replacement had already been done and the patient was with the device that was working normally, the patient's health conditions were normal.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the device had not been received yet.

Event description:
It was reported that the cable for the charging system was kinked. It was noted that the patient was evolving well with the therapy but they depended on the neurostimulator to be charged and working well because they had a history of suicide attempts due to the pain they feel when without the neurostimulator. It was further reported that the "point" of the charger cable was broken. It was reported that the patient¿s implantable neurostimulator recharger had not been working since (B)(6) 2014. It was noted that the tip where the power source was inserted was loose or broken. It was noted that the patient was on medication to decrease their pain. Additional information received reported that the product would be returned. It was noted that with the treatment the patient had great benefit and significant improvement because the patient started to have a normal routine. It was noted that when the device presented problems with the charger system the patient was hospitalized due to complication on their condition.